Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp via rep regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported the impedances were still fluctuating; an x-ray was performed and the battery/extension would be explored and possibly replaced (B)(6) 2016. It was later reported that an x-ray confirmed no sharp turns with the extension. The rep confirmed exploration occurred; they pressed on the battery, tried different positions and tried to get impedance to fluctuate. The device was not fluctuating as it had been in the past. The left side impedance was evaluated at 3v: (B)(4). The right side impedance was evaluated at 3v: (B)(4). Therapy impedance on the left was 2428ohms and 0.917ma based on settings 2.2v 90 185 0-1+. Therapy impedance on the right was 1086ohms 3.944ma. The rep stated the hcp disconnected and reconnected at the battery/extension connection and there was no change in impedance from pre-op. They then disconnected at lead extension connection and all electrodes on left were >40,000. The right all pairs with 8 were >40,000. Patient was programmed at 9 <(>&<)> 11 on right hemisphere so therapy was able to be resumed and that was not the case for the left hemisphere. The rep reported both electrodes would be replaced in the coming weeks. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that when the health care provider ( hcp) met with the patient on the day of this report, the patient complained of right side numbness and tingling in their arm. There was no tingling or numbness when stimulation was turned off. Impedances were checked and they were fluctuating between 600 and 1500 ohms on electrodes 0 and 2. Impedances were measured to be the following: c0 = 616, c1 = 633, c2 = 645, and c3 = 2038 ohms. Therapy impedance varied in the 800 ohm range. The implantable neurostimulator (ins) was programmed to 0-, 2+ at 3.4v, 90 usec, and 185 hz. The ins was reprogrammed to 0-,1+ and the patient had a mild tingling sensation. The patient was traveling for the holidays so an x-ray and office visit were planned for when they returned. No appointment was scheduled at the time of this report. It was further provided that the cause of impedance variations, tingling and numbness were not determined and it had not been resolved. The indications for use for this patient was movement disorders.